Event description:
Customer reports back to back testing on the same meter while using the advantage system with results of: 357 mg/dl to 166 mg/dl, 461 mg/dl to 196 mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.